Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found the battery contacts were contaminated. It was noted the ring cover bail attachments and lower case screws were missing.

Event description:
It was reported the external pulse generator (epg) closed down during use and couldn't be used. It was also reported the epg switched itself off whilst attached to and pacing a patient, no low battery sign flashing. The epg was switched back on, then patient was attached to another epg. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.